Manufacturer narrative:
The ca2 reagent lot number was 69403301 with an expiration date of 31-mar-2024. The instrument was inspected and dripping was identified from the suction needle of the cleaning mechanism, there was crystallization around the ultrasonic mixer and dirt deposits on the incubation pool filter. The rinse tube was repaired. The customer had no further issues after the rinse tube was repaired. The investigation determined the event was due to a maintenance issue.

Event description:
The initial reporter complained of a discrepant low result for 1 patient sample tested for ca2 calcium gen.2 (ca2) on a cobas 8000 c 702 module. The initial result was 1.54 mmol/l. This result did not match the patient¿s clinical diagnosis and the sample was repeated. The repeat result was 2.33 mmol/l. The questionable result was not reported outside of the laboratory.